Event description:
It was reported that the patient was admitted to the hospital for increased seizure activity. The physician requested that the patient's device be checked, and it was identified that the patient's device was off due to an unknown reason. The physician programmed the patient's device on. The physician referred the patient for generator replacement surgery, but no surgery has occurred to date. No further relevant information has been received to date.

Event description:
Follow up with the physician's office revealed that the patient stated his seizures increased after implantation of the vns. The patient was not seen in the office since the beginning of the year and it was unknown who/when the vns was disabled. The patient's increase was above the pre-vns baseline, but it was stated that the patient also experiences pseudo-seizures as well as illegal substance abuse and non-compliance with aeds. The increase in seizures were attributed to multiple factors, but it was stated that none were related to vns.